Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted into an unknown insertion site. On the day of the event, around 11am, the patient experienced feeling low, and ate a snack. It is uncertain how long after, but after eating the snack, the patient passed out. At this time the parents checked the cgm reading and reported that it was showing a normal range value but did not report any specific cgm reading. An ambulance was called, and the patient was brought to the hospital by the paramedics where he was treated with intravenous glucose to raise his blood sugar level. The paramedics also performed a fingerstick and the blood glucose reading was 69 mg/dl. The patient was discharged on the same day around 7pm and was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.